Event description:
It was reported that the patient could not adjust her stimulation. Her programmer indicated that the ipg was not responding. The patient experienced a loss of therapeutic effect and shocking/jolting sensations. Reprogramming was attempted at the physician's office and the device did not respond. It was discovered that the extension was broken and led to premature battery depletion. The extension and ipg were replaced. No surgical complications were reported.